Event description:
It was reported that the display remains green when opening and audible alarm. There was unknown patient involvement.

Manufacturer narrative:
E: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Service history review identified the complaint was not related to a previous service of the device within the review period. Problem with alarm with blank screen was duplicated during power up test. Device turned on with blank screen due to main printed circuit board (pcb) failure. Replaced main pcb. Device failed power on period and interconnect pcb failed to teach software to main pcb and therefore replaced interconnect pcb. Probable cause of reported problem was failure in flash memory, main printed circuit board failure.